Manufacturer narrative:
(B)(4). The analysis results showed that the cr40g cartridge was received with no apparent damage. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The reload was loaded and retrieved from a test device and no issues were noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure that the scrub sister initially battled loading the reload into the contour gun. However, it did click in properly before the safety was removed and it was used. The doctor discovered afterwards that there was a leak on the one side/end of the staple line. Upon investigation of the reload afterwards and could clearly see that some of the staplers were lying in/on the one end of the reload. The doctor sutured the part that did not staple properly, before using the circular stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.